Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, the x-rays provided confirm that the cranial screws fractured some unknown time post-op. Fracture occurred approximately 3-4 threads from the proximal end of the screw. Pre-fracture x-ray reveals a high angulation of the screw with respect to the plate. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Due to no product return and a lack of information regarding device and initial procedure, no definitive root cause could be determined. High angulation of cranial screws may have potentially contributed to device failure, but cannot be confirmed.

Event description:
It was reported that two ozark view screws fractured post-operatively. The surgeon has no plans to revise the patient at this time. Additional information is not available at this time. This report captures the first of the two screws.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that two ozark view screws fractured post-operatively. The surgeon has no plans to revise the patient at this time. Additional information is not available at this time. This report captures the first of the two screws.